Event description:
A 1.5mm driver tip sheared off in screw during surgery and was left in the patient. The surgeon did not believe it would cause a problem, since there was no raised/sharp edge detected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.